Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she delivered a bolus for blood glucose at 244 mg/dl from the meter. Customer tested her blood glucose and it was 66 mg/dl. Customer's blood glucose was 40 mg/dl at time of call. Customer declined troubleshooting. Customer will not be returning the device for analysis.